Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that patient was in labor and delivery. Epidural catheter was inserted without difficulty into the epidural space. When the md attempted to remove the catheter, it broke. The wire part continued to come out, but approx. 3 cm to 4 cm of the plastic catheter remained in patient. The hospital contacted arrow's hotline and a sales rep. It was recommended that a neurosurgeon be consulted. The retained piece was surgically removed from the patient successfully. There were no patient complications reported.